Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that on (B)(6) 2007: the patient presented with left sided leg pain and numbness in the left lower extremity. The reflex is absent in the left lower extremity. He has weakness of the extensor halluces on the left lower extremity graded at 2=/5 with a foot drop that has developed in the left lower extremity. MRI shows what appears to be contained disc herniations identified most predominantly at the l4-5 segment on the left side eccentrically at the l5-s1 segment and then at the l3-4 segment creating some degree of stenosis. (B)(6) 2008: the patient presented with back ache. The patient underwent a CT of the lumbosacral spine with contrast. At l2-3, there was minimal disc bulge indenting the ventral aspect of the thecal sac. At l3-4, there was moderate diffuse disc bulge with superimposed left paracentral disc protrusion. This is significantly indenting the ventral aspect of the thecal sac and creating a mild to moderate amount of spinal stenosis. There is also extruded disk material extending inferiorly in the midline, but only occupying the epidural fat without further narrowing of the thecal sac or causing any further neural impingement. At l4-5,there is a large left eccentric disk bulge with probable superimposed left subarticular disk protrusion. There is at least moderate spinal stenosis and there is likely mass effect upon the descending left l5 nerve root at the level of the disk space. There is also mild bilateral facet degeneration and mild left foraminal narrowing. There also appears to be a laminotomy on the left at this level. There is also what appears to be disk material extending inferiorly in the midline behind the l5 vertebral body slightly indenting the thecal sac, representing extruded disk material most likely. There were also numerous borderline enlarged lymph nodes in the retroperitoneum and mesentery and one enlarged lymph node in the mesentery measuring 1.3 cm in short axis. (B)(6) 2008 : the patient presented with a preoperative diagnosis of degenerative disc disease, recurrent disc herniation, lumbar ra diculopathy, left sided leg and calf pain, and numbness in the left lower extremity. The patient underwent the following procedures: anterior lumbar interbody discectomy l4-5, l5-s1; anterior body interbody fusions; anterior bone cage fixation; retroperitoneal app roach; anterior lumbar spinal fusions. Per the op notes, a thorough discectomy was performed or decompression exposing the end plates. Once completed, rhbmp-2/acs was packed into the bone cage. A size 12 prosthetic bone cage was carefully impacted into the area be tween the l5-s1 segment...a thorough discectomy was performed between the l4-5 interval. At this juncture in time, decortication was accomplished both superiorly and anteriorly in the end plates. Again, a size 12 bone cage was countersunk within the area between the l4-5 segment. No patient complications were reported. On (B)(6) 2008: the patient's lab data was as followed: sodium: 140, potassium: 4.5, chloride: 103, co2: 29, bun and creatinine: 7 <(>&<)> .9, hemoglobin and hematocrit 14.3 and 43.8. On (B)(6) 2008: the patient was discharged home. On (B)(6) 2008: the patient underwent MRI of the right knee without contrast. Impression: large osteochondral lesion with overlying car tilage defect in the anterior aspect of the lateral femora condyle. Degenerative changes with non specific edema in the medial femoral condyle and medial tibial plateau. Grade ii mcl sprain; subluxation of the medial meniscus without discrete tear; very large baker's cyst. On (B)(6) 2008: the patient underwent an MRI of the lumbar spine. Impression: status post operation; posterior pseudomeningocele at the operative bed; anterior epidural enhancing sheet of granulation tissue as described. On (B)(6) 2008: the patient presented with leg pain and inability to void. The patient had an MRI scan done in egypt, which the neurosurgeon stated he has a pseudomeningocele and nerve roots within the pseudomeningocele with a connection. The patient underwent CT of the lumbar spine without contrast. Impression: no evidence of pseudomeningocele, the conus medullaris appears normal. The patient does have a foley catheter in place. On (B)(6) 2009: the patient reported 1 year post op and has lost (B)(6) . On (B)(6) 2009: the patient presented with a preoperative diagnosis of fluid collection in the lumbar spine. The patient underwent the following procedures: incision and drainage lumbar spine; irrigation and debridement wound. No complications were noted. The patient underwent intraoperative x-rays that showed hardware adequately seated. On (B)(6) 2012: the patient presented for x-rays. The x-rays show satisfactory fusion.

Event description:
It was reported that on (B)(6) 2008 the patient presented with the following pre-op diagnoses: lumbar spinal stenosis; disk degeneration; recurrent disk herniation the patient underwent the following procedures: revision lumbar laminectomy l4-5, l5-s1; lumbar laminectomy l3-4; posterior spinal fusion l3 to s1; posterior lumbar interbody fusion l3-4; lysis of adhesions and dural tube; application of rhbmp-2/acs; morselized autogenous bone graft; segmental instrumentation; intrathecal catheterization indications: the patient has undergone multiple spinal surgical procedures with advanced spinal stenosis and advanced lumbar radicul opathy. The patient has failed all forms of conservative modalities. Per op notes, a thorough discectomy was performed. This allowed for interbody fusion technique between the l3-4 space. The medial walls of the pedicles were exposed and 5.5mm screws were drilled into the pedicles at the l3, l4, l5, s1 segments. The rod was carefully contoured at approximately 100mm in length. Decortication of the lateral aspect of the facet joints was exposed and packed with rhbmp-2/acs as morselized autogenous bone graft. Attention was then paid to the left side, particularly at the l3-4 interspace, at which juncture in time, a distraction maneuver was performed. A peek interbody bone cage fixation device was impacted with morselized autogenous bone graft and rhbmp-2/acs into the interbody space in order to create an interbody fusion technique between the l4-5 segments. The rod was carefully connected. The wound was carefully irrigated and the x-rays were confirmed. The patient tolerated the procedure well without any intra-operative or immediate post-operative complications.

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2008 lumbar x-rays ap and lateral views of lumbar spine show construct from l3 to s1. L4 and l5 show tangent bony spacers, l3 has a capstone spacer. 8 screws are in place. Sagittal alignment appears normal. Screw position is excellent. Lumbar laminectomy has been completed from l3 to s1. On (B)(6) 2009 lumbar x-rays ap and lateral views of lumbar spine show construct from l3 to s1. L4 and l5 show tangent bony spacers, l3 has a capstone spacer. 8 screws are in place. Sagittal alignment appears normal. Screw position is excellent. Lumbar laminectomy has been completed from l3 to s1.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.